Manufacturer narrative:
Establishment name: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue regarding error e315 was confirmed due to a defective connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic otolaryngology procedure, the visera elite video system center exhibited communication error e315. It was noted, the patient was under anesthesia and the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a connector failure. Olympus will continue to monitor field performance for this device.